Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15796. The pt has 4 leads (2 from one lot and 2 from another lot) implanted as part of her pns system (off label). It was reported the pt is experiencing ineffective coverage, persistent pain at the lead implant site and a lack of pain relief. The pt stated the lead location is painful regardless of stimulation being on or off and she does not like the sensation of the stimulation. The pt wants to have her pns system explanted. Surgical intervention will be taken at a later date to address this issue.